Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the system error 103 alarms which were not reproduced. The alarms were confirmed during a review of the event history log as a single event. Evaluation found no failing component as a cause for the error code. The device was found to function as designed.

Event description:
It was reported that a spectrum pump displayed system error 103. It was also reported there was no patient injury.